Event description:
The initial reporter stated that the pump was not alarming no flow out as expected. They stated that the pump seemed to be running, but that "it was not actually moving food" and that it did not alarm no flow out. Mmd did not follow up with the initial reporter, at the time of the complaint they stated that the patient had not experienced any adverse effects due to the complaint. They also stated that they did not have any additional information. [Complaint-(B)(4).

Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and did find a non-conformance, but the non-conforming parts were not used in the build of the device. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and did find a non-conformance, but the non-conforming parts were not used in the build of the device. When the device was returned to mmd for investigation the battery did fail, however, the pump alarms operated as expected. Based on this information, an MDR would not have been required.

Event description:
The initial reporter stated that the pump was not alarming no flow out as expected. They stated that the pump seemed to be running, but that "it was not actually moving food" and that it did not alarm no flow out. Mmd did not follow up with the initial reporter, at the time of the complaint they stated that the patient had not experienced any adverse effects due to the complaint. They also stated that they did not have any additional information. [(B)(4)].